Event description:
It was reported that cgm displayed an error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed that error did not reappear, and successfully started new sensor session, with no additional issues reported.